Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned in segments. Analysis found that the distal conductor was fractured, that the inner tubing was kinked/buckled, that the outer insulation had a cosmetic depression, that the helix/lobe was distorted/bent and that there was blood in/on the helix/lobe mechanism. The analyst also observed that the lead appeared to have been implanted with a bend in it at the fracture site.

Event description:
The right ventricular lead was returned to the manufacturer, analyzed and tested out of specification. No patient complications have been reported as a result of this event.